Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was blank when the pump started up. The pump did have audible tones during startup and normal vibratory function. The display screen was found to be cracked when the pump was opened for investigation. The broken screen was removed and replaced with a test screen. The test screen worked with no issues found. The allegation of a dim and discolored display screen could not be confirmed due to the damage to the display screen.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the display screen had become dim. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.